Manufacturer narrative:
Multiple attempts were made to obtain the serial number of the heartmate 3 left ventricular assist system, however, this information was not provided. No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
Related manufacturer report number: 2916596-2022-01785. It was reported that patient's system controller had a communication fault alarm and the set speed read at 3000 rpm. The system controller would not work when connected.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed a persistent loss of left ventricular assist device (lvad) communication alarm; however, a specific cause for this alarm could not be conclusively determined through this evaluation. The submitted controller event and periodic log files contained data from 05mar2022 through 15mar2022 and 31jan2022 through 15mar2022, respectively. A persistent loss of lvad communication alarm was captured for the entire duration of files. As a result, the files did not capture actual pump speed, estimated flow, average pulsatility index (pi), or other pump information; however, motor power was within a normal consumption range, indicating that the pump was running throughout the entire duration of the files. No other notable events or alarms were captured. The account indicated that they were aware of the communication issue, but had no interventions planned as of 15mar2022. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remained ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , with no further reported issues until they expired on 24mar2022 (related manufacturer report number 2916596-2022-02026). The device was not returned for evaluation. The relevant sections of the device history records for (B)(6) , as well as the percutaneous lead were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 lvas instructions for use (IFU), and the heartmate 3 lvas patient handbook, are currently available. Section 1 of the IFU, ¿introduction¿, provides an explanation of all pump parameters. Section 7, ¿alarms and troubleshooting¿, describes all alarm conditions as well as the appropriate actions associated with them. Section 5 of the patient handbook, "alarms and troubleshooting", outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.